Event description:
A patient reported that they received coolsculpting elite treatment to the submental area on (B)(6) 2023 using the curve 80 applicator and presented with possible paradoxical adipose hyperplasia (pah/ph) 4 to 5 months post treatment. Treatment area is now described as larger and firmer.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Date of occurrence (b3) updated to 01-sept-2023.

Event description:
A patient reported to allergan aesthetics that they received coolsculpting elite treatment to the submental area on (B)(6) 2023 using the curve 80 applicator and presented with possible paradoxical adipose hyperplasia (pah/ph) 4 to 5 months post treatment. Treatment area is now described as larger and firmer.